Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.